Manufacturer narrative:
The device was not returned for evaluation. A picture was provided in which a tubing fracture can be confirmed. Without the benefit of analyzing the device, coloplast cannot confirm the root cause of the tubing fracture. If the device becomes available, or additional information is received, coloplast will re-evaluate this complaint.

Event description:
According to available information, this device required replacement due to a tubing break. There was a break in the clear tubing going from pump to left cylinder. No other adverse patient effects were reported.

Event description:
According to available information, this device required replacement due to a tubing break. There was a break in the clear tubing going from pump to left cylinder. No other adverse patient effects were reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.